Event description:
During routine inspection performed by our distributor in another country, a mixture of textile fibers, with a surface area equivalent to 0.4 mm 2, was found in the packaging. There was no pt injury as the device never reached the hosp.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Method: an examination of the complaint device under magnifying glass was performed and confirmed the presence of a mixture of textile fibers on the external side of the internal blister. Conclusions: this mixture of textile fibers should have been evidenced during primary packaging operations. This is therefore, a human error. During an internal quality meeting. Qc technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.